Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received that this device was explanted and replaced with a new device which remains in service. This device is expected to be returned and analyzed. A return request is being sent to the field. No additional adverse patient effects were reported.